Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See updates to h4, h6 and h10. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the video function did not operate normally due to the failure of the cable, and the phenomenon, ¿e224 (scope communication error)¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to b3, b5, e1, e2, and e3. The information included in b3, b5, e1, e2, and e3 was inadvertenly omitted from the supplemental report.

Event description:
The customer confirmed the reported event (e224-scope communication error) occurred after the procedure.

Event description:
The customer reported to olympus, a e224(scope communication error) occurred on the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a defective cable unit, the switches are faulty and cant do white balance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.